Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is receiving effective stimulation and no infection occurred. In addition, the explant date for the anchor is (B)(6) 2015.

Manufacturer narrative:
Correction: lot # has been corrected. The lot# was corrected from # 5104518 to 5055472. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The lot# was corrected from # 5104518 to 5055472.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the anchor site and the anchor eroded through the skin. The patient underwent surgical intervention to explant the anchor. The date of surgery is unknown.